Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("lower leg pain"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), hypersensitivity ("allergy: hypersensitivity"), vaginal infection ("vaginal infection"), depression ("psych injury"), bladder disorder ("bladder/ urinary problems"), urinary tract disorder ("bladder/ urinary problems"), headache ("headaches"), adenomyosis ("adenomyosis"), tooth loss ("teeth have started falling apart/ dental problems / teeth are falling"), anxiety ("anxiety") and arthralgia ("knee pain/ hip pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with I have 8 teeth pulled and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, pain in extremity, heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, vaginal infection, depression, bladder disorder, urinary tract disorder, hormone level abnormal, headache, weight increased, adenomyosis, tooth loss, anxiety and arthralgia outcome was unknown. The reporter considered adenomyosis, anxiety, arthralgia, back pain, bladder disorder, depression, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, pain in extremity, pelvic pain, tooth loss, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for hypersensitivity, vaginal infection, and adenomyosis. Essure insertion date discrepancy: (B)(6) 2014. Current weight (B)(6) lbs. Insertion details:- the coil was advanced and easily placed and the device withdrawn. There were 4 coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. The advice was to advance under direct visualization and the tip was inserted into the right ostia. This passed easily and the device was inserted. It was removed easily and 3 coils were into the uterine cavity. "Concerning the injuries reported in this case, the following ones were described in patients social media record: tooth extraction, and tooth loss". Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, device removal details added. Action taken with drug updated. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("lower leg pain"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), hypersensitivity ("inallergy: hypersensitivity"), vaginal infection ("vaginal infection"), depression ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), headache ("headaches"), adenomyosis ("adenomyosis"), tooth loss ("teeth have started falling apart/ dental problems / teeth are falling"), anxiety ("anxiety") and arthralgia ("knee pain/ hip pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with I have 8 teeth pulled and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, pain in extremity, heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, vaginal infection, depression, bladder disorder, urinary tract disorder, hormone level abnormal, headache, weight increased, adenomyosis, tooth loss, anxiety and arthralgia outcome was unknown. The reporter considered adenomyosis, anxiety, arthralgia, back pain, bladder disorder, depression, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, pain in extremity, pelvic pain, tooth loss, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for hypersensitivity, vaginal infection, and adenomyosis. Essure insertion date discrepancy: (B)(6) 2014. Current weight 310 lbs. Insertion details:- the coil was advanced and easily placed and the device withdrawn. There were 4 coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. The advice was to advance under direct visualization and the tip was inserted into the right ostia. This passed easily and the device was inserted. It was removed easily and 3 coils were into the uterine cavity. Batch no c91770 production date 2014-08-05 expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.